Event description:
Lead management case to extract two non-functional leads. The physician began the procedure by prepping each lead with an lld ez. Using a 14f glidelight with the teflon outer sheath the physician was able to make progress on the rv lead (6949 implanted 2004) to the proximal portion of the svc coil; primarily using aggressive mechanical dissection with the outer teflon sheath. No advancement could be made with the laser only and heavy fibrosis and calcium was noted in the pocket before lasing. After approximately 4 minutes the decision was made to upsize to a 16f glidelight and visisheath. The physician continued to manually dissect this time using the visisheath. While at the subclavian area a large amount of bleed back from the laser sheath was noted. An abg showed that the patient's hematocrit had dropped from 34 to 28, noted bleeding was noted on tee or fluoroscopy. Four units of prbcs were infused and the surgeon came in to stop the bleeding in the pocket, this intervention was successful and the patient recovered. Extraction of the two leads was halted at this time abandoning two lld ezs inside of the leads. This report is to reflect 1/2 abandoned lld ezs.

Manufacturer narrative:
The other lld abandoned in this case will be reported under MDR report number 1721279-2014-00106. The visisheath involved in this injury will be reported under MDR report number 1721279-2014-00104.